Event description:
Under very specific and unique circumstances, results from one patient could be added to a different patient, leading to a mismatch of results for a given patient. This is due to a high level protocol (hlp) issue in jresultnet that affects the manner in which non test - level field data in the result (r) record is parsed. This only affects certain drivers.